Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve, total delamination of valve assessed as adhesive failure and one opening on posterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Crease is observed. Yellow particles in device inner surface are observed. Observed what appears to be like crater appearance on shell surface. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.